Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this right ventricular lead revealed increased threshold and decreased sensing measurements. Reportedly, the patient with this lead had experienced syncopal episodes no pacing pauses greater than two seconds were revealed. The device was reprogrammed; no evidence of undersensing was revealed and sensitivity remained unchanged. A review of the arrhythmia logbook revealed the syncopal episodes were due to ventricular tachycardia. No shocks had been delivered but had been successfully treated with antitachycardia pacing treatment. The patient with this lead has an underlying sinus rhythm. A revision procedure was performed; it was noted the lead's slack had retracted and the distal coil was close to the tricuspid valve. Defibrillation testing was performed successfully. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.